Event description:
The day I had essure placed my whole body hurt afterwards, I couldn't even laugh without hurting. In the next 2 days the pain went away besides my leg pain. I still have leg pain to this day a year later. Bloating is horrible! I've never bloated like this in my entire life. My hair is falling out like crazy all of a sudden, I also gained a lot of weight since I had essure placed. (B)(4).